Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700, model: sc-8336-70 , serial: (B)(6), batch: 7072400.

Event description:
It was reported that the patient was having difficulty charging the ipg. It was also noted that the lead had migrated. The patient underwent ipg and lead replacement procedure. The patient was doing well postoperatively. All explanted device components were discarded by the facility.